Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced a hyperglycemic event due to an issue with the pump losing power on (B)(6) 2014. Reportedly, the patient had a blood glucose reading of 650 mg/dl along with symptoms of dehydration (dizzy, lightheaded) and extreme drowsiness/difficulty waking up/confusion. It was reported that the patient was treated at the hospital by health care professionals with intravenous fluid and insulin injections. The patient allegedly had discontinued pump therapy and remained hospitalized at the time of the call. Customer technical support agent reviewed the event with the reporter and it was revealed that the battery cap was lost at an unknown time and location. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia attributed to a use error in that the customer had lost the battery cap.